Event description:
It was reported that an asymptomatic patient presented for a routine follow up. The right atrial lead exhibited a sensing anomaly, unacceptable thresholds and had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.